Event description:
It was reported that during a thyroidectomy procedure, the device was chirping so loud and the device was not sealing at all. Another device, bovie, and clips were used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.